Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: neu_label_acc, serial# unknown, product type: accessory.

Event description:
Information was received on (B)(6) 2016 stating that the rep received another lead in a delivery over the weekend, and the letter's barcode was also rejected as unreadable. There was no related patient or symptoms reported.